Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturing for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the motion stopped working as the imaging system was not moving while the system was around patient and the door override button would not work. Rebooting the system resolved the issue and site continued the procedure. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.